Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned to edwards for evaluation. In addition, a device history record (DHR) was not performed or required as there was no allegation of a device malfunction. Cine and tee images were submitted to edwards for review. The following observations/impressions were made. Observations (cine): severe aortic valve calcification, moderate-severe aortic root calcification, no porcelain aorta, and severe mac was noted. Thv was positioned 60:40 aortic laterally and 50:50 medially. There was fair coaxial alignment and poor image intensifier angle (iia). There was no loss of pacing capture and ventilation was held during deployment. Post deployment aortogram demonstrates ar. And no flow into the rca, suggesting coronary obstruction. After initiation of cpb, the right coronary arteriogram demonstrates timi 3 flow. (Tee): measurements: aortic annulus diameter 18mm, sinus of valsalva 22mm, and the sinotubular junction (stj) measures 18 mm. On short axis the tee demonstrates severe calcification on all 3 cusps. Impressions: poor iia led to canted deployment of the thv. In addition, there was obliteration of the sov (22-18=4mm) and bulky calcification involving all 3 aortic cusps. As the right coronary perfusion improves with cpb, this is inconsistent with mechanical obstruction of the ostium by the right coronary leaflet; rather, this suggests either a right coronary embolization or a vasospasm. Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of vessels which may require intervention, is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. According to the instructions for use (IFU), complications associated with the use of bioprosthetic heart valves include coronary flow obstruction. The IFU instructs the operator to evaluate the height between the inferior aspect of the annulus and the inferior aspects of the lowest coronary ostium for subsequent prosthetic aortic valve implantation. In addition post tavr the operator is instructed to perform a supra aortic angiogram to evaluate device performance and coronary patency. In addition, per the ifus, arrhythmias such as procedural ventricular tachycardias are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. In this case, the exact cause of the reported event is not available. However, there are multiple potential causes for the reported coronary occlusion and aortic dissection events, including the patient's severe aortic valve calcification, in addition to patient and procedural factors (canted deployment). Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards clinical specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient expired. Case summary: immediately after valve deployment the patient became hypotensive. Inotropes were given without success and chest compressions were started. Per report, an aortogram was performed and did not reveal a patent rca. With chest compressions ongoing for 5 minutes, the patient was placed on cbp. A second aortogram was taken and the rca now looked fine and was patent. The patient's blood pressure normalized but then the patient became hypotensive again. A third aortogram was taken and once again the rca could not be seen. In order to troubleshoot, 3 coronary stents were placed in the ostia and proximal rca and the rca was patent again. One last aortogram was taken and it was observed that the aorta was dissected and a big flap was present that had caused the rca to shut down. The patient was a considered a 'no sternotomy' patient and was taken off the table and expired in the ICU. Additional information provided indicated that the sov measured 24mm and was moderately obliterated; the sinotubular junction (stj) was moderately calcified and somewhat narrow (22mm).the aortic valve was moderately calcified and the patient did not have a porcelain aorta. The valve had been positioned in a 50/50 position but moved aortic during deployment to a 60/40 position. Additionally, the image intensifier angle and the coaxial alignment of the delivery system/valve were noted to be good.